Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. At the time of report, blood glucose was 138 mg/dl. The supplies were changed to address the event in the past. Reportedly, the customer declined to change the supplies at the time of report.